Manufacturer narrative:
Continuation of d10: product ID 97745bp, serial# (B)(6): product type accessory product ID 97745ac, lot# 192501, product type accessory product ID 97755, serial# (B)(6), product type recharger, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the contact between the patient controller and recharger telemetry module (rtm) was poor and that the implantable neurostimulator (ins) could not be charged properly. It was stated that the ¿recharger antenna started to heat up¿ ands that ¿the device was frequently not detected.¿ the rtm reportedly ¿seemed to have heat during operation for charging.¿ it was noted that while there was no patient controller or rtm damage observed, the rtm became hot during charging and that ¿the connection with the controller also felt hot¿ so ¿it seemed like the line inside might have fractured.¿ the patient controller battery pack was removed and reinserted in an effort to troubleshoot the issue, but the issue remained unresolved. It was noted that how the rtm was plugged into the patient controller connection port may have led or contributed to the issue. The rtm was to be replaced in the future as a result of the event. There were no surgical interventions planned or performed and the complex regional pain syndrome (crps) patient was alive with no health damage at the time of report. No complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger h3: the recharger, model# 97755 serial# (B)(6), was returned for product analysis. Analysis of the recharger revealed a recharge antenna failure; the "no device found" message was noted. The recharge antenna was frayed; cable insulation was peeling away at the donut end and wires were exposed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.